Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a jetstream xc-2.1 atherectomy catheter. The device was visually examined for any shaft damage. Visual examination noticed that there was shaft damage in the form of buckling/kinks located from the tip proximal 19.5cm. Visual examination noticed that the infusion line had burst proximal the buckling/kinks. The location of the burst infusion line was approximately 56cm to 58cm from the tip. The damage that was noticed is consistent with sheath interference during the procedure or by pushing, pulling and torquing of the device in a tortuous anatomy or a heavily calcified lesion. The device was set-up and functionally tested per the directions for use. The device functioned as designed except for the leaking at the burst infusion line. The reported abnormal noise was not identified. The device rotated and sounded as designed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
Reportable based on device analysis completed on (B)(6) 019. It was reported that the outer sheath expanded and recoiled. A 2.1mm jetstream xc catheter was selected for use in an atherectomy procedure in the right iliac artery. During the procedure, the outer coating/black sheath of the catheter expanded in an isolated area then recoiled, making an accordion shape on the catheter. No leak was observed and no error message displayed. An unfamiliar noise was heard and the catheter was removed. The procedure was completed with a non-bsc stent. No patient complications were reported. However, device analysis revealed the infusion line burst.